Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D9: complainant part is not expected to be returned for manufacturer review/investigation. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review (DHR): part# fgs-1100. Lot # 23e016. Manufacturing site: werk selzach logistik. Supplier: (B)(4). Release to warehouse date: 01 nov 2023. Expiration date: na. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during surgery on (B)(6) 2024, the patient underwent an open reduction/internal fixation procedure to treat the ankle. The surgeon used the fibulink through a plate. The procedure proceeded as per the surgical technique until the tensioning cap was installed. However, when the silver guide tube was pulled with grasping forceps to deploy the fibula link, both the silver and gold tubes came out at the same time. The surgeon removed the fibulink in question and used a new fibulink. The surgery was completed successfully with no surgical delay. There were no adverse consequences to the patient. This report involves one fibulink(r) syndesmosis repair kit/ti. This is report 1 of 1 for (B)(4).